Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned and analyzed. The analyst noted that the catheter is slit spirally, therefore, the control wire was caught damaging the slitter blade and finally breaking the control wire, leaving the blade too dull to slit. The slitting stopped at 0.5cm from tip, and the catheter shaft is kinked 6cm from the hub. Blood was also found on the catheter, which was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the slitter stopped at the distal segment while slitting the catheter and it was impossible to complete the slit with packaged slitter or additional slitter. The catheter was removed and the lead remains in use. No patient complications have been reported as a result of this event.